Event description:
The healthcare professional/point of care tester (poct) contacted lifescan (lfs) on june 25, 2007 and alleged that the meter was prompting an error 1 message. The nurses on the pediatrics floor alleged they had received consecutive error 1 messages on a neonate whose hematocrit is 67.5%. The stated hematocrit is outside the operating range stated in the operator's guide of 25-65%. The neonate's mother had diabetes. The nurses attempted to test the pt's blood glucose over a 40 minute time period, but were unable to obtain a result. They made 4 attempts to obtain a blood glucose result. They did not treat the neonate at this time. A stat lab was drawn (random blood glucose) and they obtained a result of 24 mg/dl at 10:04 a.m. It took approximately 30 60 minutes to obtain the result. According to the reporter the protocol instructs nurses to treat neonates with glucose while waiting for a lab result after obtaining error messages. The reporter stated the nurse reporting the issue was unsure if the pt exhibited any symptoms at the time of concern. At 10:26 a.m., the nurses performed another blood glucose test on the meter, for the same neonate, and the result was 57mg/dl. As stated in the surestep flexx operator's manual, an error 1 message indicates that the meter detected a problem with the color of the test strip. A suggested solution is to check if the sample hematocrit level is within range: adult 25-60%, neonate 25-65%. The manual further instructs users to obtain a laboratory test "if you continue to get any error message..." The meter and test strips passed the quality control tests and correlation studies. This complaint is being reported, although the hematocrit was outside of the operating range, the reporter alleged that the pt did not receive treatment for approximately 40 minutes, while the nurses were unable to obtain a blood glucose result on the meter. The reporter is in contact with the lifescan rep.